Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the hoarse noise was noted from the probe during vitrectomy surgery. Although aspiration was possible, the cutting efficiency was low. Reducing the cut rate did not improve performance. The procedure was completed on same day after replacing the probe with new one. There was no patient impact.